Event description:
It was reported that the device failed preventive maintenance (pm). There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. One device was received. Visual inspected noted a cracked tank cover, faded line cord, outdated printed circuit board (pcb) and power switch. Performed functional tests. The over temp alarm did not go off when triggered confirming the customer complaint. The root cause was due to damage to the printed circuit board (pcb). A manufacturing device history record (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.